Manufacturer narrative:
This is a final report, filed december 08, 2008.

Event description:
Per the form returned with the device, the patient's device was explanted in 2008, due to an infection causing the device to extrude. The patient was implanted with a new device during the same surgery.